Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had high glucose value. Manufacturer contacted customer with follow up for knowing customer's condition. On (B)(6) 2016, customer stated that feel the same symptoms; customer contacted the doctor who supplied insulin; customer tested on obtained results of 373mg/dl; on (B)(6) 2016, customer informed that feels better than the day before; customer is in insulin;customer tested and obtained results of 311mg/dl; customer is in contact with the doctor to have insulin.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi mg/dl. The customer's expected fasting blood glucose test result range is 200-250 mg/dl. The customer feels fatigued when walking up the stairs, legs are tired, and head feels tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 533 mg/dl and hi. The test strip lot manufacturer's expiration date is 2/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: hi (B)(6) 2016 04:00:00 pm fasting: yes. Memory concerns: hi. Customer states meter read hi. Customer was at the doctor's office today (B)(6) 2016. States doctors meter read 479mg/dl and states that the dr administered insulin. Customer does not trust results states they are too high. The 257mg/dl in the meters memory is a control test.

Manufacturer narrative:
(B)(4). Customer returned the meter on (B)(6) 2016;qc lab received on (B)(6) 2016;qc evaluation completed on (B)(6) 2016. Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up for knowing customer's condition. On (B)(6) 2016 customer stated that feel the same symptoms;customer contacted the doctor who supplied insulin;customer tested on obtained results of 373mg/dl;on (B)(6) 2016 customer informed that feels better than the day before;customer is in insulin;customer tested and obtained results of 311mg/dl;customer is in contact with the doctor to have insulin.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi mg/dl. The customer's expected fasting blood glucose test result range is 200-250 mg/dl. The customer feels fatigued when walking up the stairs, legs are tired, and head feels tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 533 mg/dl and hi. The test strip lot manufacturer's expiration date is 2/23/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:hi (B)(6) 2016 04:00:00 pm fasting: yes. Memory concerns: hi. Customer states meter read hi. Customer was at the doctor's office today(B)(6) 2016. States doctors meter read 479mg/dl and states that the dr administered insulin. Customer does not trust results states they are too high. 257mg/dl in the meters memory is a control test.